Manufacturer narrative:
The pump was programmed with several boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The low reservoir alarm functions properly. The pump passed the displacement, self-test and unexpected restart error test. All operating currents are within specification. The low battery alarm and off no power alarm functions properly. The pump was unable to prime and alarm motor error during basic occlusion test due to faulty force sensor resistor (gold). Analysis was unable to perform the occlusion test and excessive no delivery test due to fill anomaly. The motor passed motor test. The pump had a minor scratched window, cracked case at window corner, cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose and motor error. The customer's blood glucose was 390 mg/dl at the time of incident. The customer's blood glucose was 86 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer was advised to change the entire set, reservoir, insulin. The customer did not have tubing clamp. The customer called back to performed the high pressure test and it alarmed motor error. The customer blood glucose level was 79 mg/dl at the time of the call back. The customer states the pump was exposed to a high magnetic field when they passed through a body scanner at the airport. The customer states they are able to complete the rewind. The insulin pump will be returned for analysis.